Event description:
It was reported that the usb cable became warm when being used to charge the pump. The pump was able to successfully be charged. There was no adverse effect to customer's blood glucose(bg) level.

Manufacturer narrative:
Device not returned.